Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the freestyle libre 2 sensor. As a result, the customer experienced seizure, however, was able to self-treat with glucan injection. There was no third-party intervention reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the freestyle libre 2 sensor. As a result, the customer experienced seizure, however, was able to self-treat with glucan injection. There was no third-party intervention reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the low glucose alarm did not sound from the freestyle libre 2 sensor. As a result, the customer experienced a seizure, however, was able to self-treat with glucan injection. There was no third-party intervention reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Senor 3mh00aakv9r has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a known good reader, a linearity test was performed, and the high and low glucose alarms were successfully activated. No malfunction or product deficiency has been identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.